Event description:
Facility reporting an internal leak during pt treatment. Incident occurred at onset of dialysis during the 11th use of the dialyzer. There was no adverse effect to the pt and no medical intervention was required. Ebl was 230 ml due to discard of the extracorporeal circuit of blood. MDR filed due to blood loss reported. Lot number could not be traced and dialyzer was discarded.